Event description:
Unomedical reference number (B)(4). Event occurred in italy on (B)(6) 2023, it was reported that the catheter detached from cannula from tubing connector while the patient was sitting. The site location was patient's abdomen. The infusion had been used for few hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.